Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances. As a result, surgical intervention was undertaken on 17 september 2024 wherein the lead was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.